Event description:
It was reported that the insulin pump had alarmed no delivery several times, last week. The customer's blood glucose was unknown. The caller was driving at the time and did not have access to the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.